Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose level. Caller declined troubleshooting. Reportedly, the customer reverted to an alternate method of insulin therapy. No additional information was provided.